Event description:
Device report from synthes reports an event in australia as follows: it was reported that on (B)(6) 2022, the loan set was sent to the customer with critical instruments already damaged and unusable. The connection screw included in the dhs set had been bent prior to arrival at the hospital and could not be passed through the dhs wrench cannulation. As a result, the surgeon was unable to connect the dhs lag screw to the inserter, necessitating an alternative technique to complete the operation. The surgery was delayed by 120 minutes due to the reported event. The surgeon had to insert the dhs free hand without the inserter due to there being no alternative instrument available. The procedure was completed successfully. No further information is available. This report involves one dhs®/dcs® one-step insertion wrench. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part # 338.302. Lot # l431068. Manufacturing site: werk bettlach. Release to warehouse date: 17 aug 2017. Supplier: n/a. Expiration date: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of dhs/dcs-wrench w/octagonal coupl f/one-s, p/n: 338.302, was broken. The broken fragment was not returned for evaluation. A dimensional inspection was unable to be performed due to post-manufacturing damage. A functional test was not conducted since the mating device was not returned for evaluation. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the dhs/dcs-wrench w/octagonal coupl f/one-s, p/n: 338.302 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed. Dimensional inspection: n/a. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.